Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported failure on the automated impella controller (aic) - system self check failed/change console immediately message displayed. There was no patient involvement.

Manufacturer narrative:
The investigation for the console (aic) self-check error has been completed. Data logs were reviewed which showed upon bootup, the console repeatedly failed to establish communication with the epm after each watchdog reboot causing the console to produce a system self check failure alarm. The console was returned for evaluation and upon inspection, this behavior was reproduced with epm communication failure causing the console to boot into system self check. The impellatronic board was swapped out with a known good board and the epm communication failure resolved. Reinserting the original had the epm communication difficulties return. The root cause of the console self check issue was the epm communication issues were due to a malfunctional impellatronic board.